Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 20ga x 0.75¿ ez huber safety infusion set with y-site. The device appeared free of obvious usage residues and the safety mechanism was not engaged. The valved y-site was circled in red in the photograph and labeled ¿leak¿. No damage or leaking was observed in the supplied photograph. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that after accessing the port, leakage was noted from the needle during infusion. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0573 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after accessing the port, leakage was noted from the needle during infusion. No other information was provided.